Manufacturer narrative:
No malfunction suspected. The end user was not exercising caution by operating the power wheelchair in a parking lot and when the end user turned a corner, they were struck by a motor vehicle. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic."

Event description:
The end user stated while operating their power wheelchair in a parking lot the end user was struck by a motor vehicle.